Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Through photo inspection, it could not be determined whether the iodine was enough or not. The reported condition could not be verified through the inspection of the photograph. No additional defect was identified during inspection of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (10) minicaps did not have enough iodine; further described as "dry sponge in cap". This event was noticed before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.